Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that patient¿s ipg reached end of life and was deemed inoperable. As a result, patient underwent surgical intervention on (B)(6) 2019, wherein the ipg was explanted and replaced. Effective therapy was restored post operatively.

Manufacturer narrative:
It was inadvertently reported in the initial report that the ipg was deemed inoperable, it should have been premature depletion and is corrected.